Event description:
The end of the drill bit (approx 0.5 inch) broke off in the pt's right ulna during the procedure. Surgeon attempted to remove the piece of drill bit but was not able to get it out of the bone. This was the first use of the drill and there is no plan of a second surgery to remove the piece at this time.